Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: following this problem with barricor tubes, the client switched back to pst tubes and also found false troponin values.